Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that 3 days after implantation the lead was dislodged. The lead was repositioned.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the provided x-ray images confirming the clinical observation. The fixation helix was properly extended. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. Should additional information become available for analysis, the investigation will be updated.